Manufacturer narrative:
Device inspection, device history review. No relevant manufacturing issues were identified for the reported lot. Upon visual inspection, the tip was confirmed to be fracture as reported. This device was approximately 8 years old at the time of the reported event. Conclusion: the plausible root cause is normal wear based on age of the device.

Event description:
It was reported that; trial inserter tip broke when inside the trial.